Manufacturer narrative:
This device is not available for return at this time as it is with hospital pathology. This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this product was explanted due to infection. No adverse patient effects were reported.